Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinical manager reported that during hemodialysis (hd) treatment that pressure in arterial chamber drops causing venous pressure to rise. Blood starts backing up to venous line into venous port transducer. Blood level remains the same even when the button is pressed down. The transducer gets wet with blood thus requiring replacement several times during treatment. This problem with transducer causes delay of dialysis treatment. This issue with the transducer has been observed for several weeks and in multiple instances. This has been observed in multiple occasions on different machines and patients. This problem caused increase in frequency of changing the transducer thus affecting the dialysis treatments. In a follow up, the reporter said there was no harm or blood loss for the patients. The treatments were completed, but delayed a bit at times. There are no samples to return.